Event description:
The manufacturer received info alleging a ventilator randomly shuts off. There was no pt harm or injury as the device was not in pt use. The device has yet to be received by the manufacturer for evaluation. A follow-up report will be filed when the investigation is complete.